Manufacturer narrative:
(B)(4). Literature citation: tumialan et al. The safety and efficacy of anterior cervical discectomy and fusion with polyetheretherketone spacer and recombinant human bone morphogenetic protein-2: a review of 200 pts. J. Neurosurg spine 2008:529-535. A review of the device history records is not possible without additional device information. Neither the device nor imaging films were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Postoperative complications were observed in a retrospective review of the use of rhbmp-2 and polyetheretherketone (peek) spacers in anterior cervical discectomy and fusion (adcf). Standard surgical approach was used. Following discectomy and appropriately sized peek spacer was filled with low-dose rhbmp-2-soaked collagen sponge and implanted at each surgically treated level. Surgical plate fixation was then performed. Two pts required reoperation for evacuation of postoperative hematoma. No details or outcomes were mentioned.